Event description:
It was reported that the device was used during a gastric bypass. It was reported by the rep that during the open gastric bypass the surgeon attempted to fire the tvc55 and the device locked out. This was the initial firing of the device and it was handled properly by the nursing staff and the surgeon. A replacement device was opened to complete the case. There was no consequence to the pt.